Event description:
The customer called technical support (ts) reported that the device has touchscreen issues. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The touchscreen of the device does not work. The customer is requesting the part number and price for the touchscreen. The rse provided the customer with the part number and transferred the customer to the parts department for parts order. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. A review found no parts were ordered or service requested, and the case was closed. If the decision is made to have the device evaluated and repaired by philips a new service order will be opened and will be captured through philip's normal complaint procedure.